Event description:
It was reported that a catheter issue occurred. The target lesion was located in the calcified left main coronary artery. An opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During removal, plastic maximum results portion tented and became both kinked and stuck in patient. The catheter was removed from patient intact but damaged. The procedure was completed using an alternate device. No patient complication was reported.